Event description:
It was reported that the pump was over-medicating the patient. A health care provider (hcp) wanted the pump adjusted. The issue was thought to have started since the last refill. Additional information received reported that the patient had lost a considerable amount of weight and that the dose needed to be adjusted. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8575, lot# n310566, implanted: (B)(6) 2012, product type: accessory. (B)(4).